Event description:
The healthcare professional tried to program the neurostimulator while it was still in the box. Several attempts failed, as the clinician programmer did not recognize the neurostimulator in the box and the light on the programmer head kept blinking orange. Attempts to program the device with the pt programmer also failed. It was noted the device was fully charged at the time of the reprogramming attempts and recharging was not a problem. This device was not implanted in the pt and remained in the box.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.